Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, "compared to previous years, the material of the debridement tubing has become softer, and cases of kinking due to twisting have been particularly common this year. Mes and staff also expressed the same opinion, and it does not seem to be a personal opinion of doctor alone. There was no reported patient injury." A specific number of affected devices or patients was not provided by the complainant.